Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated, he removed the battery, received a battery out limit alarm which was cleared but then received the button error alarm. He removed the battery again and the screen went to the time screen and got frozen since the buttons were not responding. Blood glucose value was 235 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.